Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure, using a 6f sheath. Reportedly, a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed; based on returned device analysis, the posterior cuff was missed. However, the effects of the cuff miss will appear to the user as a suture break because there was no suture present after plunger removal. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.